Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported by the sales rep via phone that during a meniscal repair procedure two of the customer's truespan meniscal repair peek 12 degree would not deploy the first implant. After the first device would not deploy, a second one was used and had the same complication. The sales rep stated the devices had the same lot number. The case was completed by using a third like-device with a different lot number with no patient harm, but a five minute delay to open new devices. The sales rep was not present for the case and could not provide any additional information. The devices were discarded by the customer.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary: the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. A non-conformance search was performed for this part and lot combination and no non conformances were found. Further, a review into the depuy synthes mitek complaints system revealed similar complaints for this lot of devices with the product code that were released to distribution. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.